Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported via phone call that the customer had three faulty sensors. It was reported that right out of the box, two of the sensors had their needles fall out. The blood glucose level at the time of incident was reported to be 180mg/dl. The third sensor was reported to be successfully inserted, but it did not want to pull away from the sensor. It was reported that the customer would return the three sensors, and have them replaced as well.